Manufacturer narrative:
The device was discarded and the actual lot number was not identified.

Event description:
Baxter sales representative called to report that the customer is reporting an increased rate of infection since switching from unspecified interlink to unspecified clearlink and flolink sets early 2007. This case involved used of the flolink during patient infusion via a femoral catheter. The following additional information was provided on 09/27/07: reportedly, the facility's infection control practitioner reports infections related to central lines. The patient is a female who was admitted to the hospital for nausea, vomiting, dehydration, cellulitis, and chronic leg pain. The patient had positive blood cultures the day of admission and was treated with intravenous antibiotic (vancomycin) for methicillin-resistant staphylococcus aureus (mrsa) and maintenance IV fluids via a femoral triple lumen line with flolink valves. The line was inserted three months later, and removed fours days later. The patient was discharged from the hospital on the same day, but returned to the hospital two days later, with "line sepsis." The patient was treated wit vancomycin and has been discharged from the hospital. Reportedly, there is no documented evidence these infections are a result of the device since nothing unusual was noticed while using the valve. The flolink valves used were discarded since at the time there was no suspicion with the device. The patient was discharged from the hospital after treatment with antibiotics intravenously.